Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: corrected data: investigation summary: a visual and functional assessment was performed on the device: the following steps failed: general condition check function of locking knob on tool coupling during service/repair the following was observed (technician note): attachment's saw head locking mechanism faulty. Replaced positioning ring, coated housing and bearing housing. Full servicing performed. Repaired attachment tested and working within specifications. During the service evaluation the following failures were identified: device interaction (2+ devices) : unintended/unexpected disengagement. Visual : component damaged. Conclusion: failure reported is not confirmed . Root cause: faulty parts . Action: repair.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: a visual and functional assessment was performed on the device. The following steps failed: general condition. Check function of locking knob on tool coupling. During the service evaluation the following failures were identified: device interaction (2+ devices): unintended/unexpected disengagement. Visual: component damaged. Conclusion: failure reported is confirmed.

Event description:
It was reported that during service and evaluation, it was determined that the sagittal saw attachment device had unintended/unexpected disengagement. It was noted in the service order that the device had operation error. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: b5: during subsequent follow-up with the reporter additional information was obtained. The reporter clarified that it was not that the device was completely nonfunctional but sometimes it jammed or became stuck during operation. H6: medical device problem code updated.